Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the patient experienced non-capture. Troubleshooting was performed and the device was reprogrammed. It was identified that the right ventricular (rv) lead had dislodged and pulled back resulting in the non-capture. An x-ray was performed which showed the dislodgement. The rv lead was repositioned and an antibacterial absorbable envelope was also placed. No patient complications have been reported as a result of this event.